Manufacturer narrative:
(B) (4). Evaluation, results and conclusions: endoleak. Disease progression resulting in the iliac artery dilatation.

Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 56 months ago. Aneurysm and vessel morphology at the time of implant are unknown. Recent CT demonstrated that the left iliac artery had disease progression resulting in the iliac artery dilatation to 28-34 mm. It was reported that there was a distal type 1b endoleak. The physician elected to implant a 16 mm aneurx and a 12 mm aneurx and overlapped both with a 16 x 85 aneurx limb and the endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.